Event description:
It was reported that during a procedure the unit was not showing amplitude. The procedure had to be cancelled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure the unit was not showing amplitude. The procedure had to be cancelled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of the device not producing impedance readings was not confirmed. Issues with readings from the probe(s) not showing on the multigene could potentially be related to the cables and/or probes used with the console. However, since the cables and probes were not returned for evaluation, failures related to these devices could not be confirmed.